Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5., h.6., h.11. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported nipple discharge, nipple increase/decrease and confirmed capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿small amount of fluid around the implant¿.

Event description:
The patient's representative reported the events of left side ¿capsular contracture baker grade 2¿, ¿pain¿, ¿swelling¿, ¿discomfort¿, ¿recall and increased risk of bia-alcl¿, ¿suffering¿, ¿psychological distress¿, ¿small amount of fluid around the implant¿ and ¿hot breast.¿ the device has been explanted and replaced.